Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device check the implantable pulse generator (ipg) indicated elective replacement indicator (eri) with exhibited eri battery lockup. The device was reprogrammed to mvp mode; however, no battery voltage displayed. The patient will continue to be monitored and a remote transmission will be sent to verify battery voltage in one month. The ipg remains in use. No patient complications have been reported as a result of this event.